Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became frayed and no longer charged the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was able to be charged with a different usb cable.